Event description:
During product evaluation by a baxter service technician, a micromix compounder alarmed p-17. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged load cell and load cell mount assembly. To correct the condition, the load cell and load cell mount assembly were replaced and verified to be within specifications. If any additional information is received, a follow-up MDR will be sent.